Event description:
It was reported by the customer that the pyxis medstation es system machine is downthe customer stated that there was a delay in accessing a medication to patient.there were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that faulty control board drawer 5. A field service engineer, replaced control board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.